Event description:
Consumer called to report her meter reading erratically. Analysis run on clark error grid using mean avg reading (298) as reference point vs bd readings 9520,250,170,250) yielded some data points in the c/d range of the grid, outside acceptable limits.